Event description:
The customer received abnormal aspiration analyzer alarms and a questionable vancomycin result for one patient sample. The initial result was 1.9 ug/ml. The sample was repeated on (B)(6) 2015 due to a doctor's request and the results were 23.1, 23.6, and 23.7 ug/ml. The sample was repeated on (B)(6) 2015 with a result of 21.5 ug/ml. All of the results were reported outside the laboratory. The patient was not adversely affected. The reagent lot number was 604343. The expiration date was requested, but was not provided. A specific root cause could not be identified. However, a preanalytic issue with the sample was suspected. Review of the provided reaction data indicated there was insufficient or no pipetting of the sample. This was reinforced by the presence of the abnormal aspiration alarms which indicate the presence of micro-clots or fibrin strands. The provided alarm remedy states that the measurements on the previous and next samples should be checked and testing repeated. Based on review of the provided calibration and qc data, a general reagent or instrument issue could be excluded.

Manufacturer narrative:
This event occurred in (B)(6).